Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred during the procedure. A small baseline pericardial effusion was noted but unchanged during the procedure. 2-3 weeks post procedure the patient went to the emergency room because they were experiencing chest discomfort. It was noted that the patient had a large pericardial effusion. A physician attempted to perform a pericardiocentesis, but was unsuccessful. The patient was brought to surgery where a pericardial window was performed and the fluid around the heart was removed. The patient made a full recovery and has since been discharged from the hospital.